Event description:
Headrest placed by neurosurgeon. While turning pt to prone position on the or table, 3-point headrest became dislodged causing a 6" left lateral scalp laceration. Pt turned back to supine position on stretcher. Laceration repaired by neurosurgeon. Surgery then proceeded as scheduled.